Manufacturer narrative:
Device passed displacement, rewind, and self tests. No unexpected critical pump errors (open book image) were noted during testing. Device, however, displayed an "insert battery now" error message when a battery simulator was inserted into the battery compartment during the current measurement tests. After further review, there is corrosion on the battery sleeve inside the battery compartment which prevented good contact with the battery simulator. Unable to complete the prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests due to the intermittent contact.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an image of an arrow pointing to a book and no longer working. No harm requiring medical intervention was reported. The device will be returned for analysis.